Event description:
It was reported that the patient presented in the emergency room after receiving two inappropriate shocks. Review of the episodes found post-sensed t-wave oversensing. Programming changes were made and the patient was placed on beta blockers. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).